Event description:
The affiliate reported a customer who had a suspected positive biological indicator (bi). The affiliate attempted to follow-up with the customer regarding load recall status and potential pt impact, the customer was not available.